Event description:
It was reported that on (B)(6) 2024, the patient underwent a clavicle osteosynthesis. When the drill bit was used, it was too shaky and drilling could not be performed. The surgeon and the nurse confirmed that the drill bit was deformed. Another drill bit with the same standard was used for surgery. The surgery was completed successfully without any surgical delay. Patient was stable. This report is for a 2.0mm drill bit qc 140mm ster 60mm calibration.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h6: part: 03.133.101s lot: 7653p30 manufacturing site: depuy synthes products, inc supplier; (B)(4) release to warehouse date: 24 august 2023 expiration date: 01 august 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.